Manufacturer narrative:
Corrected: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 months post implant of the abdominal implantable pulse generator (ipg) and epicardial leads, the patient experienced stimulation and pain in the abdomen. The ipg exhibited a pacing problem. It was also noted that the right ventricular (rv)  lead exhibited chronic high thresholds and right atrial (ra) lead exhibited a slow increase in thresholds. It was noted that muscle contractions are always present, during sensing and during pacing. The interval between two contractions are not periodic. During the threshold testing the contractions are still present. The ipg and leads were reprogrammed however the muscle contractions continued.  As this is paediatric patient they may still be experiencing growth, which may be affecting the position of the ipg within the abdomen, resulting in twitching of a nerve or muscle. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: x3dr01 ipg, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.